Event description:
A female patient contacted lifecor customer support to report that one of the battery packs is not functioning. Support sent a patient services representative (psr) to the patient to replace the battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. Battery pack was tested and found to have defective cells and u1 supervisory ic chip. The root cause of the defective u1 is believed to be random component failure. The battery was repaired, retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.